Event description:
It was reported that the customer dropped a cot resulting in an unspecified injury to one of the users while transporting a (B)(6) pound patient over muddy terrain. Upon evaluation, no defect was found with the cot.

Event description:
It was reported that the customer dropped a cot resulting in a minor hand injury to one of the users while transporting a 300 pound patient over muddy terrain. The injury did not require treatment. Upon evaluation, no defect was found with the cot.

Manufacturer narrative:
The b5 summary and section codes have been updated to reflect the completed investigation.